Manufacturer narrative:
The t:flex pump user guide states: ¿you can adjust the auto-off alarm setting (the default value is pre-set to 12 hrs, but it can be set anywhere from 5 hrs to 24 hrs, or off)." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an auto-off alarm. The reported issue did not impact the customer's blood glucose (bg) level; however, the customer stated that their bg level was 360 mg/dl. Reportedly, the customer did not deliver a bolus with the last meal and it was addressed with a manual injection. Tandem's technical support educated the customer on the alarm and recommended for the customer to contact their healthcare provider before modifying the setting.